Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was sensor glucose and blood glucose reading discrepancy. Customer stated that the sensor glucose was low and got glucose suspend but her blood glucose was not low. Troubleshooting was done. Customer stated there was bent cannulas on her previous sensor. Advised the customer that sensor would be replaced. Advised the customer to wait for 2 hours and check her sensor glucose and blood glucose readings if it have come closer. Advised the customer if it continues to have issues to remove the sensor. No further information provided.